Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a401 was received for evaluation, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at a side and marks that appears to be by use of a surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The following information was requested, but unavailable: how was the procedure completed? Procedure name? Lot number? Device return status/follow up: we regularly contact with sales rep about the device returning. No further information will be provided. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and a barbed suture was used. During the procedure, when opening the package, it was found that there had been only a half of fixation tab on the suture. There were no adverse consequences to the patient. Upon evaluation of the returned device, the fixation tab was broken. No additional information was provided.